Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no photos or physical samples received for investigation. Based on all available information, we were unable to confirm the reported condition or determine the root cause at this time. A corrective and preventative action has been opened to further investigate and address the reported condition. If a sample or additional information is received at a later date, the investigation will be updated accordingly. All information received will be used for tracking and trending purposes.

Event description:
The customer reported on insertion of the nasogastric tube, the weighted tip separated from the polyurethane tubing.